Manufacturer narrative:
Product ID 388928, lot# 0204291044, serial#, implanted: explanted: product typ: lead. (B)(4).

Event description:
It was reported that the implantable neuro stimulator (ins) exhibited battery depletion. It was indicated that it was not possible to access the ins with the clinician programmer. The electrode was broken. The ins and lead were replaced. Patient status: alive - no injury/no adverse event.

Manufacturer narrative:
Analysis of implantable neurostimulator found no significant anomaly. Analysis of the stim lead found all conductors broken at #3 electrode on distal end.